Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had neurostimulator put in (B)(6) 2019 and been doing fine. Recently like over last 3 weeks are so patient has been noticing pain in their hip and legs and lower belly. The pain is excruciating. If they shut off my stimulator the pain will subside to controllable but they feel "unplugged" and when they turn it back on they feel like they have been "plugged" back in but if patient is standing for long periods of time which they have to at work the pain is unbearable. Patient is also having charlie- horses in my feet. They  have stimulator set on 0.9volts. No device issues were reported. Additional information was received from the patient. They were asked to clarify the statement: 'felt unplugged and then when they turned it back on they had been plugged back in'. They stated when they had the device on it seemed to give them energy, where as when it was off they felt run down and drained. They were still working with their doctor to resolve the issue, the device dislodged from its original insertion point and moved toward the center of the spine. They had pain down their legs, hip and in their back.